Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 07/19/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016, on the buttocks. It was reported that calibration was not performed after experiencing inaccuracies and that bg meter values were not entered into the cgm device promptly. No additional event or patient information is available. The dexcom g5 mobile continuous glucose monitoring system user guide states: if the cgm values are outside the 20/20 range, calibrate again. The user guide also states: enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event. The receiver data log was reviewed on 07/27/2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.